Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of sensing and capture difficulties, device passed all incoming inspections and tests with no anomalies observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had sensing and capture difficulties. It was noted that this was discovered during testing for backup pacing. The generator was returned for service. There was no patient involvement.